Event description:
Patient presented to the physician with ongoing right-sided throat pain and right ear clicking. Due to the persistent symptoms, the patient requested removal of the device. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Upon conclusion of root cause analysis completed on 03 feb 2026, it was determined that manual manipulation of the implant (twiddler syndrome) contributed to the issue. The explant surgery addressed the issue and is now resolved.